Event description:
Customer reported ats sending numerous print request to the cic, requiring a reboot of the unit in order to clear. Investigation/conclusion: ge healthcare's investigastion into the reported occurrence is still ongoing.